Event description:
The immulite 2000 generated two elevated hcg results. These results were reported to the doctor. The doctor questioned the results and requested the patients back for a re-draw. The lap repeated the original samples and they were markedly lower. Pt's treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument indicated foreign material on the probe tip which cause sample carryover. No further evaluation of the device is required. The instrument is performing within specifications.